Event description:
It was reported that an ilet device¿s touchscreen was cracked after the user dropped the device, and the device was no longer functional. Symptoms included no clinical effects reported. Outcomes included product replacement and user education on device use and data syncing. Investigation included customer interview and review of provided damage photograph. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop and loss of watertight integrity. It was concluded that the event resulted from unintended physical damage with no reported patient injury.